Event description:
An anesthesiologist in pain clinic, who was about to perform a procedure, opened a 30g needle and saw that it was bent back on itself and was sticking out of the cap - presenting a stick hazard. Photo was taken.